Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(6), implanted: (B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the implant was not working and there were no further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the device was shut off and that the leads did not work.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller stated that since the lead revision on (B)(6) 2013, she had not had therapeutic benefit from stimulation. The caller stated the "unit no longer helped suppress the tremors." The caller stated since then, every time they test her system to see if they could get it to work again, the strength of the signal that goes to the wire seemed to increase. The caller stated from the time of the lead revision every time they tested it(even though the strength was set to as low as possible) the "effects" on her kept increasing. The caller stated the effects that she was talking about were numbness on her face and "it stole her speech". The caller stated originally when they tested it right after the lead revision it barely affected her face and speech. The caller stated most recently when they tested it, not only did it not control tremors but it also didn't control her speech and the strength of it was sending "shocks" to the right side of her body. Caller states she had never experienced this before. The caller was wondering if over time the ins battery can increase its strength on its own. The caller was wondering if the strength of the signal would increase even though the programmer wouldn't show that. The caller was redirected to follow up with the health care professional (hcp) regarding the symptoms. No further symptoms were reported or anticipated.